Event description:
It was reported that during an open anterior resection procedure, the circular stapler was fired and when opened, there was a hole in the anastomoses approx 1/4 of the staple line was a hole. They had to re-anastomose with another circular stapler. Two circular staplers have been returned as they were not sure which one was faulty. There were no adverse consequences to the pt. Surgery was prolonged thirty minutes.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.